Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise with oversensing and pacing inhibition for greater than 2 seconds. Stored episodes showed oversensing occurring on both leads simultaneously. In addition, the patient presented to the emergency room (ER) due to syncope, and it was noted that the patient was pacer dependent. Technical services (ts) reviewed possible electromagnetic interference (emi) sources, and the patient noted having used the same electric blanket for years. Ts recommended further evaluation. This pacemaker remains in service. No additional adverse patient effects were reported.